Event description:
It was reported that approx two yrs post filter implant, a CT scan demonstrated a detached filter limb in the lung. The discovery was made as an incidental findings. The filter was removed with a snare; however, no attempt was made to remove the detached limb from the lung. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.